Manufacturer narrative:
This MDR is being submitted for an event that was identified as part of a historical data review comparing clinical study adverse event with the vigilance system. The complaint was investigated and evaluated without the associated device, as it remains implanted. Event reported as part of a clinical study. No lot information was provided; therefore, a device history record review was unable to be performed. Clinician did not note any implications of defect or failures related to the implanted device. A historical data review was conducted revealing no current trends or capas related to the nature of this complaint.

Event description:
Event was identified as part of a retrospective clinical study: 6-week and 11-month radiographs detail subsidence (>2.5 mm) cranial. The 11-month post-operative radiographs detail the subsidence is only regarding the anterior aspect of the cage. Patient fused at 11 months post-op.